Event description:
Olympus was informed that during an unspecified procedure, smoke was emitted form the back of the ues-40. There was no further details provided and no report of any pt harm.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. Though olympus checked the manufacture history of the subject device, there was no irregularity found . According to the photos sent from the distributor, the cable of ancillary foot switch was damaged and broken. Also the foot switch connector on the pcb in the ues-40 had an evidence of a overheating. The exact cause of the reported phenomenon could not be conclusively determined, however a short circuit was likely to be caused by the damage of the foot switch cable. The overheating was attributed to the short circuit, then the smoking was likely to be caused by the overheating. The damage of the foot switch cable was attributed to mishandling by user. Olympus stated handling of the foot switch in the instruction manual of ues-40. This report is being submitted as a medical device report in an abundance of caution.